Manufacturer narrative:
Other text: additional information: h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good condition with a scratched screen. There was no evidence of the reported problem in the event log. The device was tested 3 times all 3 test passed within the manufacturers specification. The reported issue could not be duplicated. However, the downstream sensor was replaced as a preventive measure.

Manufacturer narrative:
Other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good condition with a scratched screen. There was no evidence of the reported problem in the event log. The device was tested 3 times all 3 test passed within the manufacturers specification. The reported issue could not be duplicated. However, the downstream sensor was replaced as a preventive measure.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy 1 pump, the pump failed pressure test at 44.05psi. No patient involvement reported.